Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2016 with the following findings: investigation revealed the battery compartment had multiple cracks. Evaluation also revealed a dim, faded and discolored display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed a dim, faded and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/15/2016.